Manufacturer narrative:
Concomitant products: 1458q lead, implanted (B)(6) 2017.

Event description:
It was reported that the patient experienced an unstable wide complex tachycardia requiring external defibrillation because the cardiac resynchronization therapy defibrillator (crt-d) did not provide therapy. It was noted that the patient experienced chest pain and shortness of breath. The device was reprogrammed and remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.